Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances, oversensing, and a fracture. The lead was initially programmed off, and was later explanted and replaced. It was further reported that the device was explanted and replaced due to elective replacement indicator (eri). The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a distal portion of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4)